Manufacturer narrative:
The history log for this device showed the pad-pak was first installed on the (B)(6) 2012 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. Multiple manual power ups, mainly of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the final history log entry on (B)(6) 2015. Manual power ups were recorded on (B)(6) 2015, the memory log showed that the device had been operating in CPR advisor mode since this date. The user accessible memory was erased prior to (B)(6) 2015, no further information can be obtained on power ups before this date. A test pad-pak was installed and passed a self-test, however multiple leds remained lit. The device could then not be powered up via the on/off button. The pad-pak was removed, reinstalled and passed a self-test. Multiple leds remained lit during the speech prompts before the device turned off via the on/off button. No warnings were given and the status led continued to flash green. The device successfully delivered test therapy however the shock button did not light up when the speech prompt was given. An acceptable measurement was recorded for the test shock. During test therapy the device gave audio speech prompts associated with CPR advisor and most of the instructional leds remained constantly lit. The current drain of the device was measured and indicated a fault. Upon visual inspection of the device there appeared to be corrosion on the membrane tail. Investigation found the fault can be attributed to corrosion on the membrane tail and on/off button caused by moisture ingress. Measurements taken indicated a failure of the on/off circuitry. Visual inspection indicated that this was due to corrosion and resulted in the device switching on automatically. The fault could not be replicated with a new membrane fitted. The device was still able to deliver therapy.

Event description:
There was no patient involved in this event. This device malfunctioned because device leds illuminated constantly.